Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01833. It was reported that a guide wire fracture occurred. A 1.25mm rotalink¿ plus and a rotawire were selected to treat the lesion; however, it was noted that the rotawire broke in half. A new device was utilized to complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during procedure the rotawire was broken outside the patient. The procedure was completed with another of the same device. The patient's status was stable.